Manufacturer narrative:
Tech found the hydraulic fluid was low and was causing the problem. The tech refilled the hydraulic fluid to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the head section will not rise. No pt impact.